Event description:
This report summarizes one malfunction events. A review of the events indicated that model cq7564 pta balloon dilatation catheter allegedly ruptured. This report was received from one source. The device was used inside the patient, with no reported injury. The patient age, weight, and gender were not provided.

Manufacturer narrative:
Of the one device, the device has been returned for evaluation, and lot history review was performed. A visual inspection found peeled pebax on the surface of the balloon. Therefore, the investigation is confirmed for peeled pebax. Additionally, the balloon was inflated with water and a compound rupture was identified on the distal cone of the balloon, confirming the investigation for the reported rupture. The definitive root cause for the identified balloon rupture could not be determined based upon the available information.

Manufacturer narrative:
The device has been returned for evaluation, for the one reported event. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction events. A review of the events indicated that model cq7564 pta balloon dilatation catheter allegedly ruptured. This report was received from one source. The device was used inside the patient, with no reported injury. The patient age, weight, and gender were not provided.